Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and was unable to confirm the reported issue. The unit remains in service at the facility. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system touch screen became unresponsive during procedure. There was no report of patient injury.